Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The exact date of the explant is not known to the manufacturer.

Event description:
It was reported that the patient was experiencing a burning sensation in their buttock and a shocking sensation down their leg, causing the patient to stop using the system. In turn, surgical intervention was undertaken wherein the entire system was explanted and replaced with a competitor system approximately 2 years ago. Exact date unknown.